Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device deflates of -3mmhg and then continually inflates. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Result code- no failure detected is chosen because the device to deflate and inflate +/- 3mmhg is normal. This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device deflates -3 mmhg then continuously inflates. The customer returned an a.t.s. 1200 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea/ zimmer biomet surgical has not previously repaired/evaluated a.t.s. 1200 tourniquet serial number (B)(4) as documented in the repair reports in (B)(4). Initial qa inspection of the a.t.s. 1200 tourniquet by medicrea on january 31, 2018 revealed that it is normal that it deflates and inflates approximately +/- 3 mmhg. There is no leak and the battery was old. Repair of the a.t.s. 1200 tourniquet was performed by medicrea on february 14, 2018 which included replacement of the battery. A.t.s. 1200 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the repair technician could reproduce the issue. However, it is normal for the device to deflate and inflate approximately +/- 3 mmhg. Based on the information provided, the root cause of the event was due to the normal pressure fluctuations inherent with the device during use. Based on the ats 1200 test & calibration data sheet, the transducer on the main and secondary cuffs can be within +/- 5 mmhg of the actual pressure setting, meaning that the actual pressure generated within the cuff line can therefore deviate within the reported +/- 3 mmhg from the pressure reading on the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 1200 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.